Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional evaluation summary: the sample was returned for evaluation. During the sample evaluation the inlet ports as well as the anti-reflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open, and it was confirmed that the duckbill valve was not occluded. Also, while the plate was open and the exit port closed, the plate was pressed to release the air and it was not possible, that confirmed that the duckbill valve doesn't allow the fluids to go back thru the inlet ports. During sample evaluation the perimeter of reservoir was visually inspected around tubes area and "cuts" due to trim tube process were not observed. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, however, the bag did inflate. It means that there is a potential damage on the film of the reservoir. Additional, visual inspection was performed, a small cut was observed in the bag. Based on the present analysis, it is determined that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturers control.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). The following information has been requested and obtained: where did the blood overflow from? The event was that blood leaked out from the reservoir. However, reason of the leakage is unknown. Was the j-vac system inspected from leakage due to cut or hole/ loose connections/ loose exit port caps/ other identified? No further information is available. How was case completed? The event occurred at the ward after surgery. It is unknown how the event was treated. Device return status/follow up when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided. To date no sample has been returned. If product is returned or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown thoracic surgery on an unknown date and a reservoir was used. The drainage could not be done properly, and blood overflowed at the ward. Further details are not provided. There were no adverse consequences to the patient. Additional information was requested.